Manufacturer narrative:
(B)(4). Evaluation: results: (dissection), (calcified and tortuous vessels), (withdrawal of the delivery catheter prior to complete tip recapture). Conclusion: (calcified and tortuous vessels), (withdrawal of the delivery catheter prior to complete tip recapture).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was calcification and tortuosity through out the vessels and the aortic neck was severely angulated. It was reported the endurant bifurcated stent graft was implanted via percutaneous access, and the physician was moving very quickly and attempted to remove the delivery system prior to the complete retraction of the nosecone back into the sheath. The nosecone got caught on a piece of calcium at the access site and caused a dissection of the iliac artery. The physician performed a cutdown on the groin and sewed in a conduit to repair the artery. The delivery system was then removed after the cutdown was completed. The physician acknowledged that it was not a device issue, and the event would not have happened if the nose cone was correctly recaptured. No additional clinical sequelae were reported and the pt is fine.